Manufacturer narrative:
The insulin pump had no button response due to open connector on the lcd board. Unable to confirm the unexpected battery out limit alarms and motor error alarms due to the keypad anomaly. The motor tested ok. No button error alarms noted. No moisture damage noted on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, button error alarm, and motor error alarm. The blood glucose at the time of the incident was 71 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.